Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2010, inratio: 1.7, re-test: 1.7, (different) dr's poc meter: 2.1. Date: (B)(6) 2011. Inratio: 2.2, (different) dr's poc meter: 2.0.